Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator was leaking during setup/inspection prior to clinical use. There was no patient involvement.